Event description:
It was reported that an insulation anomaly was seen via cine during normal follow-up. No electrical anomalies were observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states the lead was explanted and will not be returned.